Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified some slight damage to the septum near the metal guide ring with no leaking seen during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (10 mg/ml, 3.5 mg/day) and bupivacaine (15 mg/ml, unknown dose) via implanted infusion pump. It was reported that the patient currently had a flex delivering morphine previously at 10 mg/ml and bupivacaine at 30 mg/ml then it was reduced to 5 mg/ml and bupivacaine at 15 mg/ml. The patient had been on morphine since (B)(6) 2023. The patient's previous refills were below; (B)(6) 2023: expected 2.8mls - aspirated 12mls (B)(6) 2023: expected 11.2mls - aspirated 15mls (B)(6) 2023: expected 4.4mls - aspirated 14mls (B)(6) 2023: expected 7.4 mls - aspirated 14 mls (B)(6) 2023: expected 3.1 mls - aspirated 11.5mls (B)(6) 2024: expected 8.mls - aspirated 15.5 mls the pump was replaced. The issue was resolved at time of report. The patient's age, weight, and medical history were asked, but unknown. The patient's status at time of report was alive - no injury.